Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in june of 2021. Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device had been filled with 96ml 5-fluorouracil and 19ml 5% glucose sodium to a total fill volume of 115 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.